Event description:
It was reported that a sparc was implanted sometime in 2011 for treatment of urinary incontinence. Information received indicates a concomitant hysterectomy procedure during the initial implant. Information provided indicates that the patient experienced recurrent incontinence and on (B)(6) 2013 4mm mesh extrusion into the vagina was removed and a second sling implanted.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.